Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on 4/4/2017 resulted in defect found and the event was determined to be reportable. Final root cause: black chemistry observed due to improper storage. No further investigation required.

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred after the blood sample was applied to the strip. During the call on (B)(6) 2017, the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Blood test was not performed during call on (B)(6) 2017. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date at time of call was two months.